Manufacturer narrative:
The technician replaced the hi/low valve the foot hi/low cylinder to repair the bed.

Event description:
Information received indicates the foot hi/low function is drifting down.